Manufacturer narrative:
The lot number for the malfunction was provided and a lot history review was performed. The device has been returned for evaluation; the evaluation identified unraveled fibers, but could not identify a break. Based upon the available information, a definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model cq75104 pta balloon dilatation catheter allegedly experienced a break and unraveled material. This information was received from one source. The malfunction involved one patient with no patient consequences. The age, weight, and gender of the patient were not provided.